Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the surgeon removed the spacemaker because the trocar was leaking gas, and used another trocar to bring in the scoop. They saw the cap preperitoneal. A cap of the device fell into the pt's cavity. No fragment left in pt's cavity. No x-ray needed.

Manufacturer narrative:
(B)(4).